Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. Despite repeated attempts, no additional information was received from the customer. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 6900p29cmm implanted in the mitral position was explanted after approx. 4 years and 9 months due to calcification leading to severe stenosis. A non edwards valve was implanted in replacement. The patient underwent an avr with a valve model 290025mm the same date of the initial surgery. The aortic valve was replaced through a valve-in-valve procedure after an implant duration of 8 years and 6 months due to degeneration leading to severe stenosis. A 26mm sapien 3 ultra valve was successfully implanted in replacement within the edwards surgical device via transfemoral approach. The patient was noted as to be recovering after the procedure. (B)(4). "The explant date is known only as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration."